Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Missing black o ring and cracked display window corners noted. Pump passed displacement test.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was 111 mg/dl. The customer reported that the reservoir and the front was cracked. The customer reported that the o ring had gone too. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.